Manufacturer narrative:
The investigation has determined that higher than expected potassium results were obtained from a non-vitros biorad quality control (qc) fluid processed using vitros chemistry products k+ slides lot 4102-1049-5597 on a vitros 4600 chemistry system - refurbished. The assignable cause of the event is a suboptimal calibration due to improper protocol when using the vitros calibrator kit. An operator had added di water to a vial of vitros calibrator kit 32 prior to calibrating vitros k+. Vitros cal kit 32 is liquid ready to use and should not have anything added to it. The parameters from this calibration event were determined to be atypical compared to database values. After the customer recalibrated vitros k+ lot 4102-1049-5597 using fresh vials of vitros cal kit 32, qc results returned to expectations. There was no evidence that the vitros k+ slides lot 4102-1049-5597 or the vitros 4600 system malfunctioned. (B)(4).

Event description:
The investigation has determined that higher than expected potassium results were obtained from a non-vitros biorad quality control (qc) fluid processed using vitros chemistry products k+ slides lot 4102-1049-5597 on a vitros 4600 chemistry system - refurbished. Biorad lot 56630 l1 vitros k+ result of 5.04 mmol/l vs an expected result of 2.61 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros k+ results were from a quality control fluid. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).